Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping or scroll bar anomalies were noted. All operating currents were within specification and no unexpected low battery, off no power, or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump and stated that the key pad was unresponsive. Customer also stated that the numbers on the insulin pump were scrolling. Customer's blood glucose reading at the time of the call was 141 mg/dl. Nothing further was reported.